Event description:
It was reported via repair work order that the scale was not working correctly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.